Manufacturer narrative:
Device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Blood glucose was not impacted. During troubleshooting, the customer cleaned the speaker holes and was able to clear the alarm.